Manufacturer narrative:
(B)(4). Please disregard the follow-up report #001 for report number 3004753838-2016-51397 as this was reported in error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver experience an unrecoverable loss of antenna passed threshold on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. Labeling states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.